Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for our results of investigation. (B)(4).

Manufacturer narrative:
Concomitant medical products: gns ii tib baseplate/part, lot: unknown.

Event description:
Revision surgery was performed due to laxity of baseplate and femoral component. The surgeon didn¿t think the products failure. The sample won't be returned for evaluation.